Manufacturer narrative:
Additional manufacturing narrative: the returned device was evaluated. No external damage or defects were found. The device emits 3 beep watchdog error and doesn't power on correctly. The instrument circuit board was inspected and the u2 chip was found to have soldering defects. Following reassembly after internal inspection, the 3 beeps error was still present. After placing pressure on it, the unit would function momentarily. The device emits 3 beep watchdog error and doesn't power on correctly due to the u2 chip having soldering defects. A service history record review reveals that this unit was in the field for over four (4) months with no previous reported issues related to this reported event.

Event description:
The customer reported the unit froze in the middle of the night and powered off by itself and would not power back up. No patient impact or consequences were reported.

Event description:
The customer reported the unit froze in the middle of the night and powered off by itself and would not power back up. No patient impact or consequences were reported.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.